Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella rp device for mechanical circulatory support. While on support, the patient went into disseminated intravascular coagulation and received multiple blood and blood products. Additional information was received and noted that the family withdrew care and the patient expired. Medical safety review of the event noted that there is not enough evidence to exclude the impella as an associated factor in the patient's (death) outcome.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.